Event description:
It was reported that during a hemorrhoid procedure that the device cut and did not staple. The procedure was extended by 1 hour, due to the fact that the surgeon had to perform manual sutures. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.